Event description:
A call to technical services on (B)(6) 2012 states that this lead is exhibiting noise on rv and shock channel and that rv threshold has been rising from 1v up to 2-2.5. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).